Event description:
The product was explanted and replaced, and returned with no comment or complaint. Upon manufacturer receipt of the explanted device, it was noted that the cap was detached. The pump delivered morphine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.